Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the laser cut filter was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the laser cut filter. In addition, we confirmed that the insertion flexible tube (ift) buckled, the ccd module laser filter lifting, and the remote control buttons leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.